Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received a cardboard support with the needle detached from the thread and the thread still wound on the pack. The suture is unused and there is no aluminum pack available. However, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample taking into account that no other customer complaints have been received for this code batch, we consider that this is an isolated unit and the whole batch is correct. We take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the novosyn suture. Upon opening the packet, it was found that the needle was separated from the suture. Additional information was not provided.